Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition.

Event description:
On (B)(6) 2014, a patient was implanted with a gore acuseal vascular graft in the right tight for arteriovenous access. The graft was cannulated on (B)(6) 2014. On (B)(6) 2014, the patient presented with stenosis and a venous stent was implanted followed by a minor inflow angioplasty on (B)(6) 2014. It was reported to gore that on (B)(6) 2014, the graft lost primary patency and a surgical declot procedure performed. On (B)(6) 2014, the venous stent showed a stenosis which was treated. On (B)(6) 2014 another stenosis was diagnosed which was treated by implanting gore hybrid vascular graft as a kind of jump graft. On the same day a temporary access was created for the dialysis treatment. Altogether there were six surgical declots performed on the graft until the graft lost functional patency on (B)(6) 2015. Further, a graft infection was reported and that the graft was explanted (B)(6) 2015. This is part of a data collection study from dr. (B)(6) using the gore acuseal vascular graft for arteriovenous access.